Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received stating that the infection resolved, and a new system was re-implemented on (B)(6) 2023, and effective stimulation was restored. The manufacture representative will not be receiving further updates regarding the infection.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the battery site. Surgical intervention occurred where the system was explanted.